Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Hurt me inside - vagina [vulvovaginal pain] hurt me inside - tampon [medical device site pain] tampon stuck- vagina [foreign body in reproductive tract] wanted to remove it and it was stuck- tampon [complication of device removal] case narrative: consumer reported via social media that tampon was stuck and unable to be removed. No serious injury reported.